Event description:
The patient reported elevated blood glucose readings yesterday from 182-484 mg/dl. He stated he got a flu shot and the elevated readings started after that. During troubleshooting, the patient stated his insulin infusion device gave a low cartridge alarm and he has advised to change his cartridge soon. He stated he changed his infusion set yesterday but it did not make a difference in his readings. The patient was instructed to run a prime which he did without error. He stated he has seen insulin dripping out at the connection of the adapter to the infusion tubing twice. He said it is not a big leak but it is wet around the connection. The patient was sent a new adapter. On follow-up, the patient stated the leaks around the adapter has stopped and his readings are better. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.